Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 455mg/dl, with blurred vision, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient failed to bolus, bolused with delayed eating, had a change in nutrition and a change in stress level, with the flu not caused by the blood glucose excursion. The basal delivery totals in total daily dose did not match due to a cartridge change, suspend, changes made to the basal program by the patient, and accessed prime menu and basal edit screens. The bolus settings were incorrectly programmed, and the dosage recommended by the bolus calculator feature was overridden. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.